Manufacturer narrative:
The reported event of diagnostic data being unavailable was confirmed. Based on the information provided, it was determined that the ra lp experienced a power-on reset, which resulted in the real-time clock value to become corrupted. When the devices were interrogated, the ¿invalid diagnostics¿ messages appeared due to the corrupted rtc value. The rv lp was performing per design.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was determined the ventricular and atrial leadless pacemaker (lp) were in rom mode. The lps were restored. At the next in clinic follow-up, all diagnostic data had been cleared. No changes or interventions were reported. The patient was in stable condition.